Event description:
It was reported that the patient underwent a gynecological procedure on an unclosed date at an undisclosed location and a mesh product was implanted into the patient to treat sui/pop. It is also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient had apogee implanted in 2009. It was reported that the patient had avaulta plus anterior implanted on (B)(6) 2008.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and b-avaulta was implanted. It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures.